Event description:
It was reported that during an implant procedure, the guidewire failed to advance into the left ventricle (lv) lead. Physician elected to use a new lv lead. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece and the guidewire insertion/ removal test was not performed due to bunched up inner coil at the connector region, final analysis via x-ray inspection of the lead found the inner coil was bunched up at the connector region consistent with procedural damage. The cause of the reported event was due to damaged inner coil consistent with procedural damage.